Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low power advisories, loss of external power, and a driveline disconnect were confirmed via log file analysis. The system controller (serial number: (B)(6) was not returned for analysis. The submitted log files contained data spanning approximately 6 days (20jun2024 ¿ 26jun2024 as per timestamp). At 17:04:50 on 26jun2024, a low power advisory alarm activated due to routine battery depletion. At 19:25:36, both power cables were disconnected from external power, activating a no external power alarm. The backup battery supported the system at this time. At 19:26:28, the driveline was disconnected from the controller and the controller was shut down at 19:26:39. The controller was able to support the pump as intended while the driveline was connected, and the low power advisory and the loss of external power did not prevent the controller from operating the pump as intended. Provided information indicated that the driveline was disconnected due to the patient passing away from cardiac arrest, but no additional details were available, and the outcome was not considered to be device related. The root cause of the low power advisory was determined to be routine battery depletion. The root cause of the loss of external power was determined to be due to the disconnection of both power cables. The root cause of the driveline disconnect was determined to be due to the patient passing away due to cardiac arrest. The device history records were reviewed for the system controller (serial number: (B)(6) revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low power advisory and low flow alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient age was not provided, request for this information will be made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. The log file captured low power advisory alarms on (B)(6) 2024 that began at 17:04 and continued until both power cable leads were disconnected at 19:25 (causing no external power alarms) and then the driveline was disconnected at 19:26.

Manufacturer narrative:
B5 - narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
No details surrounding the driveline discount were known. The system controller was not exchanged, and no products were to return.